Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
Medwatch report (B)(4). Complaint alleges that hem-o-lok clips consistently fell off the applier during a procedure. The surgeon had to spend time retrieving the clips that fell into the surgical space. All of the clips were retrieved. However, there was a slight delay in the case. A definitive number of clips involved was not reported.